Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the seal on trocar tore while attempting to pass a clip resultant in air leak causing potential contamination of surgeon eye with aerosolized blood and body fluids from patient. Surgeon reports that this is a common issue. Another device was used without further consequences. Gender, age and weight are not available. No patient injury or ill-effects and no injury to staff. No medical intervention required. No unanticipated tissue loss, tissue damage or bleeding. No reinforcement material used. No extension to surgical time required. Nothing fell in the surgical cavity. Patient current status reported as recovered. The device will be returned for evaluation.